Event description:
While using the large jaw enseal for an open distal pancreatectomy/splenectomy, the surgeon noted that the enseal would seal tissue but would not cut through the tissue. He believed the blade to be too dull and requested a new enseal. No issues with the new device. The original enseal was removed from service and bagged up. Representative from ethicon was notified, he believes the sealer could have been used on tissue that was too thick or button was not depressed fully.